Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for eval. Additionally, the device specific identification info was not provided, precluding a review of the device history record.

Event description:
Knee revision due to tibial subsidence and ligament laxity. This event took place outside of the united states and was discovered during active surveillance for the (B)(6) registry.